Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death and thrombus are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site to (B)(6) that the patient was admitted on (B)(6) with signs of suspected thrombus. On (B)(6), the patient had an increase of hemolysis signs (lactate dehydrogenase -ldh). After discussion with the ventricular assist device (vad) team the hospital decided to follow a palliative therapy and the patient died on (B)(6). It was stated that at the time of the incident, the patient was undergoing medical treatment in the intensive care unit. On (B)(6) 2017, abnormal pump parameters (peak power) were determined. Hemolysis parameters and acoustic measurements now were normal. During observation at close intervals on (B)(6) 2017, a minor 3rd heart sound could be verified, with power consumption in the normal range, but slightly elevated compared to the values from (B)(6). At this time, it was below the level that would be considered significant. Additionally, slight rise in the hemolysis parameters. Between the (B)(6), a thrombosis on the rotor seemed possible, but could not be clearly determined based on the technical parameters, especially since the power consumption was at almost a normal level compared to the values from (B)(6) (+ 0.1 w on average). On (B)(6) 2017, the acoustic measurement indicated an increase in 3rd heart sound, as well as increasing hemolysis parameters. Although there was no increase in power consumption, it was assumed there was a strong probability of a thrombus on the left ventricular assist device (lvad) rotor. When the case was presented to the medical team, the decision was made in favor of a strictly palliative concept. Lvad therapy discontinued, and fatal outcome on (B)(6) 2017. The log files and lvad data records were stated to be available to the manufacturer. No additional information available.

Manufacturer narrative:
Product event summary: (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated pump met all requirements for release. Log file analysis revealed an increase in power consumption starting (B)(6) 2017 to parameters outside of normal operating range on (B)(6) 2017, confirming the reported event. Parameters returned to normal operating range on (B)(6) 2017. Six (6) high watt alarms were logged since (B)(6) 2017. Of note, it was reported that at the time of the incident the patient was undergoing medical treatment in the intensive care unit and displayed signs of hemolysis. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high-power events, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There is possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.